Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the ultrasound image displays error. A root cause could not be identified. Based on the results of the investigation, the customer¿s allegation is cause by ultrasonic connector corrosion due to water leakage; however, the cause of the water leakage on the ultrasonic connector could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic gastrovideoscope exhibited foreign material in the connecting section. The issue was identified when inspection at the time of setup before the patient entered the room. There were no reports of patient involvement.